Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one 300-014 gw, short taper guidewire; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents numerous bends/kinks scattered over the length of the device. The distal coil segment coils are displaced distally creating a 1.715mm stretched region immediately distal of the proximal coil to core wire joint. The wire shaft presents a cut at 202.75cm from the distal tip and several areas of scraped/removed ptfe coating scattered over the coated length of the device. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, device interface and procedural factors appear to have impacted on the event as reported. If any additional relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
When they were removing the device after the atherectomy, the device would not come off of the wire, and then also the rex was not working either. They completed the atherectomy, so when they were going to do the balloon part of the procedure, the device would not come off the wire. No complications for the patient and patient was fine.